Event description:
It was reported that when the device was being used during a right laparoscopic salpingo-oopherectomy, the device was fired and would not release the tissue. A third port site was opened to cut the device from the tissue. Another device was used to complete the case.